Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.25 x 20mm was selected for treatment of the target lesion, which was located in the mid to distal right coronary artery (rca) and was 75% stenosed. During the initial inflation, the balloon ruptured. The device was removed and another agent balloon was used to complete the procedure successfully. There were no patient complications.